Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the following procedures: fusion spine posterior with instrumentation tlif at l4/5. As per op-notes, ¿ imaging revealed l4-l5 anterior listhesis, grade-I with foraminal stenosis, left more than right, which has progressed since her last MRI scan last year. Since this was the cause of her mechanical back pain, she was advised l4-l5 posterolateral fusion and tlif cage placement at the l4-l5 level. Autologous bone removed from the facetectomy was then packed into the disk space anteriorly. This was followed by part of a small piece of rhbmp-2 and a 9-mm cage again packed with allograft was then inserted into the disk space at l4-l5 using fluoroscopic guidance. The remainder of the rhbmp-2 was placed into the lateral gutters on each side followed by allograft bone which was packed over the tps and the decorticated parts on the left side and just the tps on the right side.¿ no intra-operative complications were reported. (B)(6) 2012: the patient was discharged from the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.